Event description:
Patient revised for osteolysis and loosening of tibial and femoral components at both bone/cement and cement/implant mantles. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.